Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. Reference (B)(4).

Event description:
Treatment of a cerebral aneurysm at the ic-pc (internal carotid- posterior communicating) artery measuring 6mm. During the procedure, the physician was not able to confirm inflation of the balloon; therefore, he attempted to remove it from the patient and noticed that it was stuck. The physician was able to eventually remove the balloon after several attempts. No injury was reported with the patient as a result of the procedure.